Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the outcomes attrib to adv event.

Event description:
It was reported that this patient implanted with right ventricular (rv) lead developed infection. As of this time, the lead remains in service. No additional adverse patient effects were reported. Additional information indicates that the right ventricular (rv) lead 7741/1087604 was used as a temporary pacing wire.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient implanted with right ventricular (rv) lead developed infection. As of this time, the lead remains in service. No additional adverse patient effects were reported.